Event description:
It was reported that the pump touch screen was unresponsive with a white line across the screen. The customer's blood glucose was 273mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.